Manufacturer narrative:
Product has been requested but as of to date, no product was returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional information become available a follow-up report will be submitted.

Event description:
(B)(6). Date of event: (B)(6) 2013. According to the information received, it was reported that a user had been using this product for 10 days when 3 verrucous outgrowths appeared under the adhesive part of the baseplate. These outgrowths were burnt off by a dermatologist. Eight days after another outgrowth occurred. A skin test was performed by applying a piece of the adhesive to the user's wrist and no skin reaction was observed.